Manufacturer narrative:
Update to d9 and h3. Correction to h6; type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The 23mm commander delivery system was returned for examination. A visual examination found that the balloon burst longitudinally at the inflation balloon area. Dimensional testing found that all measurements taken of the balloon's single wall thickness met the specification. The reported event of balloon burst was confirmed based on the evaluation of the returned device. In this case, available information suggests that patient factors (calcification) likely contributed to the event as per the patient's medical history: "moderate degree of calcification at the native annulus". Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our affiliates in new zealand, during the tavr procedure using a 23mm sapien 3 ultra valve implant via transfemoral approach, the balloon of the commander delivery system burst, despite the balloon rupture the valve was successfully implanted and there was no pvl noted. The patient did not suffer any injury from the event. The device is expected to return for examination. Patient demographics were not obtained.

Manufacturer narrative:
The investigation is ongoing.